Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report receiving no data on the patient's smart device that occured on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.